Manufacturer narrative:
The device was returned and the evaluation states that the motor drifts. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Foot end drifts down once raised.